Event description:
Patient reported alert from curlin pump "amt tbi greater than bag vol". Alert is for insufficient volume but patient infuses without a pooling bag, infuses directly from vial. Patient was able to modify the bag volume or amt/vol tbi, pressing no to return to the run options screen per troubleshooting manual and was able to proceed with infusion today (no missed dose). Patient will be due to infuse in 4 weeks. Hyqvia indication: common variable immunodeficiency, unspecified. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.